Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with failed battery test alarm due to battery tube connector not plugged in properly. The battery was plugged in and tube connector pump passed the operating currents. No unexpected off no power alarm noted. Insulin pump passed the unexpected restart test and self test. No alarms noted. No damage found on connector interface board. An alarm confirmed in the history file due to corrupted history file. Insulin pump received with cracked battery tube threads, reservoir tube lip and minor scratched display window.

Event description:
It was reported that the customer had a external ram error, an unexpected restart, a off no power alarm and a spanish software anomaly alarm. Customer's blood glucose level at the time 144mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.